Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. There was no audio, beep, nor any vibrator anomalies. The insulin pump was received with corroded motor home switch, cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, and cracked display window.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture when they were pushed into the pool. Customer's blood glucose level was 130 mg/dl. Customer replaced the battery and now the insulin pump will not turn on. Troubleshooting for moisture damage was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.